Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history confirmed a cannula bolus of 0.0 units at 8:25 on 02/16/2013. A 1.0 unit cannula bolus was performed and was accurate recorded in the pump history. The pump powered on normally. The keypad buttons were normally responsive. All systems and programs were tested and found to be operating as intended.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the infusion site burned during the fill cannula step on the pump. The patient reported performing a 1 unit fill cannula but when the history was reviewed the pump indicated 0 units fill cannula. The patient confirmed that the fill cannula was performed for 1 unit. This report is made based on the allegation of the fill cannula history issue.